Event description:
During set up for patient procedure of a pocket revision, attempted to plug in the plasma peak blade into the unit. It seemed as though the plug that went into the unit would not even go in the machine port. Another device from a different box was used and plugged in with no problem. The lot number is unknown because the original box was already disposed of.what was the original intended procedure?pacemaker pocket revision.device #1is this a laboratory device or laboratory test?no.